Manufacturer narrative:
As an event date is not available, the date of event is noted as (B)(6) 2015. Additionally, as majority of the patients were male with an average age of 74.2 years old, the patient details will note male as gender and (B)(6) as age. (B)(4). A review of the manufacturing paperwork could not be performed as the lot number is not available. The cause of the aneurysm enlargement could not be determined with the available information.

Event description:
In a literature review, the following information was obtained. K, oka., et al. "Results of thoracic endovascular aortic repair (tevar) using gore tag." Japanese journal of cardiovascular surgery (0918-6778). Vol.24(3). 287. Demographics: 180 patients (128 males and 52 females) with average age of 74.2 years old. Device implanted: gore® tag® thoracic endoprosthesis (item/lot numbers unknown). Time period of device implant: from (B)(6) 2008 to (B)(6) 2013. On an unknown date, the patient was implanted with gore® tag® thoracic endoprosthesis. On an unknown date, aneurysm enlargement was revealed. The cause of the aneurysm enlargement was not provided. On an unknown date, the patient was implanted with additional endoprosthesis (manufacturer unknown) to treat the aneurysm enlargement. Further information is not available.